Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation. Related mdrs: 8030665-2014-00012, 8030665-2014-00013, 8030665-2014-00014, 8030665-2014-00015, 8030665-2014-00016, 8030665-2014-00017, 8030665-2014-00018, 8030665-2014-00019, 8030665-2014-00020, 8030665-2014-00021, 8030665-2014-00022, 8030665-2014-00023, 8030665-2014-00024, 8030665-2014-00025, 8030665-2014-00026, 8030665-2014-00027, 8030665-2014-00028, 8030665-2014-00029, 8030665-2014-00030, 8030665-2014-00031, 8030665-2014-00032, 8030665-2014-00033, 8030665-2014-00034, 8030665-2014-00035.

Event description:
As per details given by nurse "lines are not only leaking at the connection site of the male port, but also the y between the piggy tail and main prime line." Nurse was concerned that this creates an open system and could likely increase the likelihood for infection. She also mentioned that it creates a fluid sensor alarm on the machine. No patient ill effects have been reported.